Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company ii (b) cartridge and company ii handpiece. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation.root cause: the product investigation could not identify a root cause. (B)(4).

Event description:
A patient reported that after an intraocular lens (iol) implant surgery in both eyes, both iol's have glistenings. This record is for the right eye. Additional information has been requested. New information received from the consumer stating the change in the visual acuity was noticed years after the surgery. She added that now it has deteriorated rapidly. She has problems with reading for long periods and she can not see clearly. She added that her physician thinks that it is due to the aging of the lens. The vision is not like the first few years after the surgery. The patient added that before the iol implantation, she could not see. After the iol implantation, she can see well. Now her vision has become bad, however not worse than before the iol implantation. This is one of two associated reports filed for this patient. This report is for the right eye of the patient. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the initially reporting user contacted us in a further statement and added information regarding the error mode of the iols in question that the uv filter had become dark due to age.